Event description:
It was reported that, "femoral component and patellar component were loose. The tibia although it appeared loose on bone scan was well fixed but removed. All cultures came back negative. Revision knee was done with all components replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2011-00381.